Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va09vsa, implanted: (B)(6) 2013, product type: lead.

Event description:
The consumer reported she was having sharp pains shooting up her spine from her implant site. She was 3 weeks out of lead revision surgery. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.